Event description:
User contacted the emergency support program to report that the arterial waveform became flat and blood return could not be obtained. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.